Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of description of issue is reportable based on the finding of a an early sensor expiration . No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0vdc. A review of the share logs was performed. Additionally, an early sensor expiration was found in connection to the reported allegation. The reported event of description of issue is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.